Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, reasonably known information suggests probable cause as an electrical/electronic component problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex deflectable videoscope had an abnormal image/noise appearing. The issue occurred during set up. There were no reports of patient harm.